Event description:
It was reported that during the implantable cardioverter defibrillator (ICD) implant procedure, the patient experienced acute left heart failure and expectorated pink frothy sputum. The physician performed endotracheal intubation and expedited the implant procedure. Postoperatively, the heart failure persisted, and a ventricular tachycardia was induced. The device delivered appropriate therapy, but the arrhythmia persisted. The patient¿s oxygen saturation, blood pressure and heart rate dropped sharply. The device was reprogrammed but was unable to restore the patient's heart rate. An automatic chest compression device was used to maintain cardiac output. The patient's pupils showed no constriction response. The ICD and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.